Event description:
It was reported that a pt's elbow pushed in the mylar window to the extent that the rotating components caught the window and cut the pt's elbow. The pt required stitches for the cut. The field engineer and the site confirmed that the mylar window was properly in place and not defective. The pt was from the ICU and described by the site as "combative". Pt was receiving a body scan with pt's arms over their head using the pt positioning straps. As the exam was progressing the pt began to aggressively thrash and forced elbow into the mylar window resulting in the injury. The operator terminated the exam and removed the pt from the table. The mylar window has been replaced and the system is operating normally.